Event description:
It was reported that the patient experienced inadequate stimulation coverage for the pain and the spinal cord stimulation lead displayed high impedances. Troubleshooting was unable to resolve the issue, therefore, the patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively with stimulation coverage. The device serial number and implant date are unknown and unable to be obtained despite good faith effort.

Event description:
It was reported that the patient experienced inadequate stimulation coverage for the pain and the spinal cord stimulation lead displayed high impedances. Troubleshooting was unable to resolve the issue, therefore, the patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively with stimulation coverage. The device serial number and implant date are unknown and unable to be obtained despite good faith effort.